Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® ultra plus¿ xc into the lips. The following day, the patient began to experience "pain and difficulty opening the mouth". Hcp states "during the evaluation, effusions are observed". Hcp noted the patient had received "brackets" placed 3 months before injection. Hcp believes the event is caused by the dental procedure.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.